Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to customer not adjusting time for daylight savings time. The customer confirmed that the pump time was adjusted during troubleshooting. In addition, the customer allowed the pump battery to fully deplete due to not charging the battery which resulted in the pump shutting down. The pump shutdown led to the customer experiencing a blood glucose (bg) level of 561 mg/dl. Reportedly, the customer administered a correction bolus to address bg level, and continued to use the pump for insulin therapy.